Manufacturer narrative:
Product investigation: the device was visually inspected and an opening was found on the peek housing area exposing internal parts. Then, deflection test was performed and the catheter failed. A failure analysis was performed and it was found that the t bar had slid down and it was in the peek housing area. The damage observed is related to the stress caused by the t bar slippage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined. (B)(4).

Event description:
It was reported that a patient underwent an afib procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter could not deflect to the specification. The thermocool® smart touch¿ electrophysiology catheter was exchanged for another catheter (unspecified) to complete the case. There was no patient consequence. The deflection issue is not a reportable malfunction. On (B)(6) 2018, the bwi failure analysis lab (fal) received the device for evaluation. Initial visual analysis identified an ¿opening found at the transition between shaft and tip section; approximately 1.5 cm from tip. Internal parts exposed.¿ the issue of internal parts being exposed is a reportable malfunction. As such, the awareness date for this record is (B)(6) 2018 because this is when the bwi fal identified the reportable malfunction.